Event description:
Pt underwent a left foot bunionectomy, and was prescribed the game ready system with left ankle wrap post-operatively (indication 735.0 and 754.52) for 30 min treatment intervals, alternating with no treatment for 60 mins. On day two of treatment, pt complained of "slight discoloration" in three phalanges, and that her foot "felt like a block of ice." Pt's mother dressed the pt's foot with a "thick cotton sock," and continued to administer treatment, resetting the device timer every 30 and 60 mins. On day three of treatment, pt was admitted to the emergency room after noticing that her condition had not improved. The pt was diagnosed with frostbite on phalanges 1, 2, and 3, admitted and treated with rewarming, and antibiotics, then discharged after 72 hours. The affected area may show evidence of vascular occlusion, vasomotor irritability, hyperhidrosis, or partial nerve injury as manifested by numbness in the hallux; however, the surgeon expects full recovery. Additional info from the voluntary report: on (B)(6) 2007, pt (B)(6) had a bunionectomy performed on left foot. While in the recovery room, pt was fitted with a game ready unit and appropriate ankle wrap. While in the recovery room, the pt and pt's mother were given detailed instructions on how to correctly use the game ready unit by (B)(6), patient rep. (B)(6) instructions included, but were not limited to, how to turn unit on and off, how to reset the unit after prescribed session had terminated and how to remove and reapply ankle wrap. (B)(6) instructions also included contact telephone numbers should there be any questions. After instructions, pt's mother signed the pt orientation/delivery form stating she received instructions on how to properly and safely use the game ready unit. On (B)(6) 2007, the pt's podiatric surgeon, called to f/u with the pt and pt's mother. The conversation with pt's mother and pt was uneventful. On (B)(6) 2007, pt complained of discoloration in three toes on left foot, including great toe. Pt also complained of the same symptoms on opposite foot, right. Pt's mother called surgeon and took pt to emergency room. Pt was treated at the emergency room and was diagnosed with "frostbite." Pt was admitted to the hospital for treatment. Treatment included the warming of affected areas along with antibiotics. An ultrasound test was performed to confirm blood flow to affected areas; test results came back as "normal, showing blood flow." Pt responded well to treatment and continues to improve. On (B)(6) 2007, pt was discharged from hospital. As of (B)(6) 2007, slight numbness in great tow still existed. Surgeon expects pt to fully recover. During a phone interview with the pt's surgeon, he stated the root cause of the event could possibly be a condition known as pernio or chilblains. Research by (B)(6) medical personnel discovered pernio most commonly occurs among girls around the pt's age and body type. Susceptible individuals react abnormally to "nonfreezing cold" (temperatures above 32 degrees). Another differential diagnosis alternative would be raynaud's phenomenon. Persons with raynaud's may suffer from frostbite within hours when exposed to extreme cold. The pt's surgeon also stated that he believed the game ready unit was in no way responsible for the pt's underlying condition. The pt's surgeon also believes that the pt has an underlying, undiagnosed vascular issue. The game ready unit is designed so the cold water does not come into direct contact with the user's skin, making it safer and more reliable than a traditional icepack. The surgeon's orders were to apply for thirty mins, let area warm for sixty mins and repeat as needed for pain and swelling. During a phone interview with the pt's mother, she stated she used the unit continuously and correctly for the first day post-op and intermittently on the second day. She stated she supervised the pt throughout the night, resetting the unit every thirty and sixty mins. By the evening of (B)(6) 2007, the pt's mother was told by the pt her foot felt like a block of ice. At that point, the pt's mother stated she noticed slight discoloration and decided to put a thick cotton sock over the foot and under the game ready wrap. Despite the toe discoloration, the pt's mother continued to use the game ready. At this point, per surgeons and (B)(6) instructions, the gameready use should have been discontinued and the pt's surgeon should have been notified immediately.

Manufacturer narrative:
Ankle wrap model number: 510300, ankle wrap catalog number: 510300; heat exchanger model number: 520330, heat exchanger catalog number: 520330, heat exchanger lot code: 2006072001. The remedial action is being prepared. The company will submit the correction report by (B)(6) 2007. Additional info from the voluntary report: vasopneumatic compression system. Game ready. Model # 204069, (B)(4). (B)(6).